Manufacturer narrative:
Qn#(B)(4). Customer returned a single lumen catheter for evaluation. Visual inspection of the returned PICC contained signs of use in the form of biological material. The catheter body was trimmed but contained no other defects or anomalies. The length of the catheter body measured 21.3" which is not within specification of 22.75-23.0" per product drawing. This indicated the body of the catheter was trimmed. The outer of the catheter was within specification. The returned catheter body was initially flushed to ensure no blockages were detected in any lines. The catheter was then leak tested. With the distal end of the catheter occluded, water was injected into both extension lines of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations" the reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned PICC did not leak during functional testing. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. No problem was found with the returned catheter. No further action will be taken.

Event description:
The customer reports that the PICC leaks at the juncture hub. The PICC was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the PICC leaks at the juncture hub. The PICC was replaced.